Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that the battery on their implantable neurostimulator (ins) would not charge. The patient stated that they were able to charge three days prior to the date of this report and that the stimulation lasted three hours and then it stopped. It was noted that the patient's issues started in (B)(6) 2016 when their right hip was replaced. The patient stated that their hip has popped out 10 times and that it was unrelated to the device or therapy. The patient was to follow up with their healthcare provider (hcp) to have their device checked. Additional information provided on (B)(6) 2016 reported that the patient's ins had died and they were unable to recharge. The patient stated that they were recharging every week, charging the ins to full, and that they had full coupling bars as well. The patient stated that their ins died a couple of days later. It was noted that the patient was experiencing a loss of therapy due to these issues. It was further reported on (B)(6) 2016 that the patient's device was not working correctly. The patient stated that they would charge their device and it would only stay charged for less than a day. No further information was provided regarding the outcome of this event. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported he charges 5 hours and the implantable neurostimulator was depleting after 2 hours which started occurring in (B)(6) of 2016. The patient runs it at 2.5 volts and turns it off when driving. The device is only used for sleeping basically and up and about doing something. The patient reported that it takes him 6 hours to charge the implantable neurostimulator and it only last 2 hours and then it¿s dead. The patient reported that it used to take 4 hours to charge and he could go 7-8 days. The patient reported that he mostly has 8 coupling bars showing during the entire time recharging. The patient has not recently been reprogrammed, switched to a new group, or needed to increase parameters. The patient has previously had an overdischarge (this has been previously reported.) The patient reported that the planned steps to resolve the inability to charge and the loss of stimulation due to quick battery depletion are to replace the battery. The patient sated that his device won¿t charge anymore and that he needs a new battery or it taken out. He didn¿t have medication to help him and it wasn¿t doing anything for his chronic back pain that he lives with every day and night. He was currently looking for a pain management physician and was sick and tired of his pain and suffering. The patient¿s medical history includes his hip popping out 11 times.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator is ¿shot¿ and cannot be jumpstarted anymore, so the patient wants the implantable neurostimulator removed or replaced. The patient stated that he did let the implantable neurostimulator go into overdischarge three times which is why the implantable neurostimulator is ¿shot.¿ additionally, the implantable neurostimulator is implanted on the belt line and is uncomfortable. The patient was redirected to their health care professional for replacement/removal. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.